Event description:
Patient reports that "over the years she started to feel like there's something in the there and has changed and reports that it may have moved or ruptured." "It feels like flat like a washer" and "isn't sure if the devices are ruptured or if the implants have moved. "Main purpose of call was to see what the back of the implants look like and wanted to know if implant numbers need to be registered in case of recall. This is for the left side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.